Manufacturer narrative:
Investigational summary: retain testing yielded expected results. All 2x lod replicates were detected. Unable to duplicate customer complaint. False negative results could be due to samples falling below the limit of the detection of the assay. Unable to determine root cause.

Event description:
False negative: customer reported 3x false negatives on solana sars cov2. Ts troubleshooting.